Manufacturer narrative:
The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing batch record review could not be performed as a lot number could not be obtained. A root cause could not be determined based on the available information. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning specimen should be collected 48 hours later and tested. A first morning urine specimen is preferred since it generally contains the highest concentration of hcg.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
It was reported that a false negative result was obtained with an hcg test for patient #3. It is uncertain if any confirmatory testing was performed. No adverse events were reported. Although requested, no other information was available. Patient #1 is represented in 2027969-2019-00311, patient #2 is represented in file 2027969-2019-00309 . Troubleshooting occurred and technical information was provided regarding potential factors related to the limitations of the test, storage, shipping, handling, technique, and patient factors. The package insert and test limitations were reviewed as well.